Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during cuff closure in a laparoscopic hysterectomy, the device was difficult to toggle. It was also noted that a needle fragment fell into the patient's cavity and was unable to retrieve because it was embedded in tissue. There was also tissue damage and an extended surgical time by 30 minutes or more to attempt to retrieve the needle fragment.